Manufacturer narrative:
Additional, changed, and/or corrected data. Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
A treatment provider reported a patient treated with the coolmini applicator on (B)(6)2021 experienced neck pain during the treatment. The next day, the neck pain presented again. Two days after the treatment, the patient presented with deafness of the left ear. A scan was performed and the patient was diagnosed with crushing of the carotid artery leading left ear infarction leading to deafness.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the submental area on (B)(6) 2021 using a coolmini applicator and experienced pain during treatment and subsequently developed deafness to the left ear post treatment. A scan was performed and the patient was diagnosed with crushing of the carotid artery leading left ear infarction leading to deafness. The relationship with the device is still not clarified, therefore, in a conservative approach, the event is being reported.

Manufacturer narrative:
Additional information: a2, a3, b5, and d4. H11-: corrected data: d1.

Manufacturer narrative:
According to the coolsculpting user manual, sensations of pulling, tugging, mild pinching, stinging, intense cold and aching on the treatment area can occur during coolsculpting treatment. This expected and common side effect is temporary in nature and subside as the area becomes numb. According to the coolsculpting user manual, aching on the treatment area can occur immediately or a week or two after coolsculpting treatment. This expected and common side effect is temporary in nature and generally resolve within days or weeks. Hearing loss is not an expected outcome of coolsculpting treatment. Further investigation is required to confirm if the event was related to the outcome. The investigation should include information related to underlying health conditions, specific medical tests that were performed and the subsequent results, photos, if available, to visualize the anatomy of the treated area, the placement/positioning of the applicator, and the system log analysis to determine if the device was functioning as intended. Investigation is ongoing.

Event description:
A treatment provider reported a patient treated with the coolmini applicator on (B)(6) 2021 experienced neck pain during the treatment. The next day, the neck pain presented again. Two days after the treatment, the patient presented with deafness of the left ear. A scan was performed and the patient was diagnosed with crushing of the carotid artery leading left ear infarction leading to deafness.